Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering boluses. The customer¿s blood glucose level was 200 mg/dl. During troubleshooting with tandem technical support, the customer insulin delivery resumed successfully.